Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 UDI: (B)(4). The valve was received for evaluation: DHR - lot number 3945841, conformed to the specifications when released to stock failure analysis - the valve was visually inspected, a small hole in the distal catheter over the metal connector was noted. The valve passed the test for programming, occlusion, leak, reflux and pressure. A possible root cause for the problem reported by the customer could have been due to biological debris interfering with the valve, no pressure issue was noted during the investigation of the valve.

Manufacturer narrative:
Additional information received: the issue was discovered after implantation and the valve was explanted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the hakim valve was draining improperly: ¿the problem is that we now had to drain the peritoneal catheter and then an awful lot of cerebrospinal fluid came out as if the valve had not been connected upstream. So, I was wondering if the valve could hold the pressure level.¿